Event description:
During baxter's eval of a spectrum pump, it was displayed system error 105. There was no pt involvement.

Manufacturer narrative:
Manufacturer ref: (B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to the reported symptom, which was reproduced. System error 105 was confirmed and caused by severed motor mount screws. The failed motor assembly and screws were replaced.